Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, this device was evaluated by the customer who determined that the gas delivery engine needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device is giving muti-error codes and is inoperable on the avea ventilator. The customer reported that there was no patient involvement associated with the reported event. 6. Tests/lab data, including dates